Event description:
It was reported that the right ventricular lead had high threshold and no capture. An atrial-only pacing mode was programmed, which functioned well. During the routine device replacement procedure, the lead was capped and not replaced. It was noted during the procedure that the right atrial lead had a small insulation breach. The breach was repaired and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the lead was not returned for analysis, however performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).